Manufacturer narrative:
Further information requested but not received.

Event description:
It was reported a patient's atrial lead presented with high pacing impedance that led to explant on (B)(6) 2023, the physician also suggested the lead was worn. Post-procedure the patient was stable.